Event description:
Same case as facility report #: (B)(4). It was reported that during a percutaneous coronary intervention, a guide wire fracture occurred. The patient presented with a non-st segment elevation myocardial infarction. The procedure treated the target lesion located in the right coronary artery. There was no vessel calcification. A pt2 moderate support guide wire was used to wire the vessel. As the guide wire was withdrawn slightly to change direction in the vessel, the distal 1.5cm of the wire fractured and remained behind the vessel. A 2.25x8.0mm unspecified stent was used to secure the wire fragment to the vessel wall. "The patient was stable and had no other untoward effects".

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).